Manufacturer narrative:
Batch review performed on 12 may 2021: lot 2007402: (B)(4) items manufactured and released on 05-nov-2020. Expiration date: 2025-11-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event clinical evaluation performed by medacta medical affairs department: postoperative hip dislocation in a (B)(6) year old heavy woman ((B)(6) kg). In the radiographic images provided the position of acetabular cup appears to be inadequate. We cannot tell if this is the result of post-surgery migration or the surgeon's choice: in the latter case, no explanation for this decision was supplied. In these conditions, it is very likely that part of the femoral stem may impinge with the acetabular rim and therefore dislocation occurs. The cause of dislocation should be defined as cup position. The cause for such cup position is unknown.

Event description:
Revision surgery performed due to dislocation (head from the liner) due to malposition of the cup (extreme anteversion of more than 60 degrees). The acetabular hardware was revised through the amis approach 10 days after the primary surgery.